Manufacturer narrative:
Product complaint # (B)(4) investigation summary: examination of the returned device confirmed the reported cracking. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Using the glenosphere orientation guide, we noticed the white plastic surrounding the end post was cracked.